Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Visual and x-ray inspections of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead was unable to be implanted. The physician made several attempts over a prolonged period to implant the ra lead but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.